Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/16/2019. H3 device evaluation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, a needle with the tip damage could be observed. However, no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: during the visual inspection, the swage and attachment area were noted to be as expected and no fracture, breakage or damaged could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection no performance needle breakage

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962, ml9ctta0 number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 2 device have needle tip breakage in one procedure? Note: events reported via mw 210968-2019-82787 and 2210968-2019-82788.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle tip was damaged during sewing perineum. No damaged needle was found in patient body. A like device was used to complete surgery. There were no adverse patient consequences reported.